Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of safety mechanism failure was not confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that bd needle eclipse 25x1 rb safety mechanism failed. It was reported by customer that they noticed yesterday that after locking the safety latch on one of the needles, it didn't seem to be locking the needle completely and one of our physicians ended up getting a needle stick. Rcc received a complaint via email. Date: on (B)(6) 2025, complaint number: (B)(4), account number: (B)(4), account name: xxxxx contact person: xxxxx item number: 308-305761 lot number: 3360127 sample available: confirming pictures: attached item description: ndl bd eclipse sft f/ll syr 25gx1" ster incident description: as per account, we noticed yesterday that after locking the safety latch on one of the needles, it didn't seem to be locking the needle completely and one of our physicians ended up getting a needle stick. So far, we have noticed just this one.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.